Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient treatment was reported as "dencomyicin" (dose, route and frequency not reported). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information could be provided.